Event description:
It was reported bd precisionglide¿ needle had epoxy on the needle cannula. The following information was provided by the initial reporter: "...white substance near tip of needle; this was also discovered prior to use, not used for patient care."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported by the consumer white substance near the tip of the needle. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed and the sample has an excess of white epoxy on the needle tip. No other defects or imperfections were observed. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.